Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that multiple drawers had failed and unable to recover. A field service engineer removed all failed pockets for the customer and reseated all internal connections for the drawer. Diagnostics confirmed that the drawer was functioning properly after the service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.